Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed twice in one week while he was sleeping about a month ago. Customer stated the alarm turned out to be a site issue with the skin being hard beneath the site. Alarms occurred during normal basal delivery. Customer's blood glucose was 496 mg/dl the first time alarm occurred and over 500 mg/dl the second time. Customer stated in both occasions he did a complete set change. Customer also realized he was using expired infusion set. Troubleshooting was not performed due to customer reporting a past event. No further information reported.